Event description:
The handpiece was returned to an international stryker service technician for service. During functional testing by a service technician, it was found that the device had a bias current error. No medical intervention and no adverse consequences were reported with this event as this event occurred during testing by the service technician. There was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The failure for bias current error was confirmed through functional inspection, disassembly and visual inspection. The service technician confirmed the motor was corroded.

Event description:
The handpiece was returned to an international stryker service technician for service. During functional testing by a service technician, it was found that the device had a bias current error message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event as this event occurred during testing by the service technician. There was no patient involvement and no delay to a surgical procedure.